Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having problems with his insulin pump. Customer stated that starting about noon yesterday his blood glucose has been over 300 mg/dl. Customer took a manual injection and it did well. Customer stated that his blood glucose was 300 mg/dl this evening and it is currently at 370 mg/dl. Customer was wearing the infusion set for 3-4 days. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer's current blood glucose is 327 mg/dl. Customer has taken multiple injections a couple of times. Customer declined to check their settings. Customer performed the high pressure test and passed. Customer was advised to do a complete set change and follow up with his health care provider regarding the high blood glucose readings.